Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient was asymptomatic. The lead was capped and replaced successfully and the patient was discharged in good condition. A follow up in the physician's office post procedure found that the patient had recovered well.